Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our 2024 retrospective compliant remediation it was reported the intuvie that during routine preventive maintenance (pm), the device failed the 30 psi occlusion test at 41psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was confirmed and the cause of this failure was the device being out of calibration. The device was calibrated to resolve this issue. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm), the device failed the 30 psi occlusion test at 41 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.